Manufacturer narrative:
Results code 1 updated. Results code 1: code 213 ¿ the review of the manufacturing paperwork verified that the lot met all pre-release specifications. Conclusions code 1 updated. Conclusions code 1: code 22 - according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, dissection of the aortic vessel and reoperation. Conclusions code 2 added.

Manufacturer narrative:
According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, dissection of the aortic vessel and reoperation.

Event description:
On (B)(6) 2020 the patient underwent emergency treatment of an acute stanford type b aortic dissection using a gore® tag® conformable thoracic stent graft with active control system (ctag-ac). A 31mmx10cm ctag-ac device was successfully implanted with no reported issues. During follow up on (B)(6) 2020 a new entry was identified directly adjacent to the distal end of the ctag-ac device (dsine). The physician reported that the suspected cause of the dsine was that the distal end of the device was landed in a tortuous portion of the aorta. On (B)(6) 2020 a reintervention was performed, and an additional ctag-ac device was implanted to treat the dsine. The procedure was completed with no reported issues. The patient tolerated the procedure.